Manufacturer narrative:
(B)(4). Batch # n91m1h. The analysis results found that the harh36 device was returned outside its package. In addition, the tyvek was returned for analysis. Upon visual inspection, it was observed that the tyvek from the packaging still have attached a piece of the broken blister. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface and this caused the reported event. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed on a routine basis for any associated trends. The lot history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that before an unknown procedure, when the package was opened, the blister had been cracked and a plastic piece of the blister was found with the device. The device was replaced with another device to complete the case. The outer package was also damaged. There were no adverse consequences to the patient.